Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The inner insulation was kinked/buckled. Blood was observed in/on the helix mechanism. The lead was stretched and damaged at implant. Evaluation summary (B)(4) full lead.

Event description:
It was reported that during the implant attempt it was not possible to affix the helix to the heart. The lead would move each time the helix was deployed. The physician held both the lead body and stylet while turning the pinch on tool slowly. Watching under fluoroscopy the lead tip "jumped" out of place each time. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.